Event description:
Complainant alleged that during training by facility staff, the device's associated one step connector was found damaged and unable to connect to attach electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.